Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The tip-up fenestrated grasper instrument was analyzed the reported event with the instrument could not be replicated nor confirmed. The instrument underwent external and internal visual inspections, no issues detected. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened, closed and grasped properly and adequately. No cable related issues were detected during the failure analysis. The instrument was fully functional. No product issue was found. Correction to section d: primary product batch/lot number was updated to k10241017 0361.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.